Manufacturer narrative:
(B)(4). Insulin pump was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests or verify pump error due to critical pump error (open book image) alarm. P-cap reservoir locks properly into place. Insulin pump received with cracked retainer, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer was able to clear the alarm. Customer perform self test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.